Manufacturer narrative:
(B)(4). Date sent: 11/06/2020 additional information was requested, and the following was received: 1. Could you please provide more details for "then they attempted twice with new reload (sr75-u4023n) for complete staple line formation across the gastric region but the issue did not resolved"? 2. Please provide details as to how the reload did not work- half fired but in half way firing knob got stuck and hey could not proceed with the staple formation till the distal end. 3. Did the device staple?- staple formation did not completed. It got stuck in between 4. If the device stapled, was the staple line complete?- not complete staple line 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?- irregular 6. Did the device cut?- device got stuck in between ; cut was incomplete 7. If the device cut, was the cut line complete? No 8. Were the cut line and staple lines equal? Yes 9. Was the device fired across a staple line? No 10. Did the reload lock out and would not work? Yes 11. Did the reload begin to staple and cut, but then jammed? Yes 12. Did the device staple, but there was no cut line?-no 13. If the device cut and stapled, were there any staples missing from the staple line? Yes 14. Could you please provide more details for (sr55-u40042) "line was not found to be straight"? Yes. Irregular staple formation

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "then they attempted twice with new reload (sr75-u4023n) for complete staple line formation across the gastric region but the issue did not resolved"? Please provide details as to how the reload did not work. Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? Could you please provide more details for (sr55-u40042) "line was not found to be straight"? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an esophagectomy, while firing with the instrument, they observed only half stapling line cut throughout the gastric region and gun got stuck in between hence staple formation was stopped in halfway. Then they attempted twice with new reload for complete staple line formation across the gastric region, but the issue did not resolve. Then the surgeon closed it using sutures. The surgery was delayed by 30-minutes but successfully completed. There were no patient consequences.